Event description:
Caller reported an alarm 2 due to an occlusion issue, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Since the occlusion alarm recurred and boluses could not be completed successfully, technical support instructed the caller on several corrective actions, which involved manipulating the tubing, replacing the cartridge, and ultimately deciding to replace the pump. A replacement pump with updated software was sent to the customer the customer will use manual dose injection as a backup therapy to ensure uninterrupted insulin delivery.